Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that usm 4 did not show any signs of an issue in the error logs. During testing, the fse found usm 4 exhibited visual signs of a fault on the pitch and insertion axis. The fse performed a recalibration and ran a testing for usm 4. After several power cycles and a successful recalibration, the issue with usm 4 was resolved. No part replacement required. System was inspected, tested and verified as ready for use. The complaint was confirmed based on field evaluation.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, universal surgical manipulator 4 (usm) began squeaking and then stopped working. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found no errors against usm 4. The customer stated that they already called in an issue with usm 2 and had to disable it. Prior to contacting the tse, the customer swapped out the patient side cart (psc) to continue with the case. There were no reports of patient injury. Isi received the following additional information via follow up: the system did not fault until it was time to deploy the usm. The system has been working normally since usm 2 was replaced.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was tested on an inhouse system where it passed in normal mode. The usm was also tested on a pftp and passed a test. The reported problem was confirmed via remote fe logs showing 23138 error with p1 = 5 but was not replicated in-house. The instrument sterile adapter (isa) pca will be replaced as a precaution.